Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. Please see updates to b3, of the initial medwatch. It was provided the device was inspected prior to usage. The procedure was completed however it is unknown if the same device was used to conclude the procedure. No further information was provided or obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to physical stress from dropping or bumping on a hard surface/object. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use warnings and cautions: [warning]: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrovideoscope had a chip on the tip vibrator. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: acoustic lens peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value, due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value, adhesive on the bending section cover was detached, adhesive on the bending section cover had a chip, scope cover plate was unclear, the paint on the air/water cylinder was peeled, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.